Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the system displayed frame sync errors and would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report of patient injury or death.